Event description:
In 2005, the physician attempted arteriotomy closure using the perclose proglide device after a diagnostic procedure. Flouroscopy was performed prior to the procedure and the vessel was described as "a good artery." The vessel size and condition are unk. It is unk if the site was in the common femoral artery (cfa) or if scar tissue was present. It was reported that the "suture cuff was disconnected between the suture link and monofilament upon plunger removal." The device was removed and successful hemostasis was achieved via manual compression. It was noted that there was no reported pt injury or adverse event. Upon testing and investigation of the returned device, it was noted that there was a "positive foot break." Reportedly, there was no foot break noted during or after the procedure. It is suspected that the "break occurred while the device was being transported," but this cannot be confirmed. The pt was discharged on an unk date. Although requested, no additional info was provided.